Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, measurements were performed via bluetooth telemetry. During measurement, there was a time delay between the marker iegm (intracardiac electrogram) and the surface impedance cardiography (icg). The procedure was able to be completed successfully. The patient was in stable condition.

Event description:
Additional information and records were reviewed by abbott software team. It was found that the egm anomaly was caused by a software issue with the programmer.